Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to kinked cannula. The infusion set was in use for 12 - 15 hours. The blood glucose level was 410 mg/dl at the time of event and the patient got treated with correction bolus via pump and intravenous fluids of saline and insulin multiple daily injection (mdi). Patient also reported with ketones. Patient faced redness at infusion set insertion site. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.